Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of intermittent capture was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture problem.

Event description:
It was reported that the patient presented for an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. It was noted that post procedure, the vlp exhibited intermittent capture due to high capture thresholds. The patient was asymptomatic. The vlp was explanted and a new vlp was successfully implanted on the same day. The patient was stable throughout the procedure.